Event description:
At one and a half months from primary, the patient came in presenting pain and stiffness and the cause is unknown. The surgeon observed that the head and eccenter were freely spinning. Intraoperatively, the surgeon observed rotation of the head andinitially hypothesized that it was independent from the double eccenter; however, once the implant was removed, it was noted that the double eccenter was also rotating. The surgeon revised the head anddoubleeccenter, and, as a precaution, also revised the metaphysis. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 mar 2026 anatomical shoulder system 04.01.0089 double eccenter (k170910) lot 2315395: (B)(4) items manufactured and released on 28-nov-2023. Expiration date: 2028-nov-12. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0094 metal humeral head d 48 (k170910) lot 2311299: (B)(4) items manufactured and released on 25-oct-2023. Expiration date: 2028-oct-08. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review.